Manufacturer narrative:
Per the clinic, the patient experienced pain, an infection and an extrusion of receiver/stimulator at the implant site. The patient also experienced poor performance with the internal device. Subsequently, the patient was treated with IV and oral antibiotics (specific date and duration not reported). The patient was also placed under long-acting anesthesia (type not reported) in order to perform a local resection and flushing of the granulation tissue near the implant using antibiotics (specific date not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the device analysis report attached in initial MDR submitted on february 10, 2025, was filed inadvertently. The corrected device analysis report attached.